Event description:
It was reported the left ventricular (lv) epicardial lead had an apparent fracture. It was noted that the patient has an artificial tricuspid valve. The lv lead was capped and replaced with a transvenous lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.